Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes, elevated short v-v intervals, out of range impedance. Additionally, the rv lead exhibited oversensing on stored electrograms (egm). The rv lead remains in use. No patient complications have been reported as a result of this event.